Manufacturer narrative:
Review of the pcu event log suggests that the reported event may have occurred on a different system. The reported event date was (B)(6) 2018 at 2130 and that morphine and precedex were to be infused. The pcu event log shows syringe module s/n (B)(4) was programmed to infuse morphine drip neonate 2mg/1ml at a rate of 0.39ml/hr, however the other 2 devices that were attached were not infusing precedex. Pump module s/n (B)(4) was in use and infusing maintenance fluid < 5kg (drugid 361) at a rate of 1ml/hr and syringe module s/n (B)(4) was in use and infusing an unidentified medication at 1.33ml/hr. The pcu event log also shows no activity observed in the log for the timeframe around 2130 on (B)(6) 2018. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). (B)(4). The customer¿s experience of fluid remaining after infusion completed was not confirmed.

Event description:
The customer reported a discrepancy in the syringe volumes while infusing morphine, precedex and ivf via a trifuse into the distal port of a cvl. They stated there was more volume remaining after initiation of the morphine infusion than prior to initiation of the infusion. After starting the morphine infusion and priming the tubing with 2ml, the 50ml morphine syringe had a volume of 52mls. The 50ml precedex syringe was also primed with 2ml, however it had a volume of 49 ml. There was no report of patient harm.